Event description:
Clinical trial. It was reported that during a clinical trial drug eluting stenting procedure, difficulty removing the balloon from the stent occurred. The index procedure treated a de novo lesion in the proximal circumflex. The vessel was 2 mm wide, 8 mm long, and 90% stenosed. There was severe calcification present. The physician predilated the lesion. The physician deployed a 2.25 x 12 mm taxus liberte stent at 20 atms. Upon withdrawal, the physician felt mild balloon withdrawal resistance. The balloon was removed easily and the withdrawal resistance was resolved. The post dilatation stenosis was 0%. The pt was discharged one day later on aspirin and plavix.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The mfg records for top assembly batch 8340705 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.